Event description:
It was reported that during review of session records, the physician noted oversensing of noise on the ventricular channels. Upon investigation, it was determined the cause of the noise was due to emi when the patient was hunting and there was no issues with the lead. The device was reprogrammed and the patient is in good condition.